Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and the rtos (real time operating system) cpu assembly were evaluated and replaced. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.